Manufacturer narrative:
Date of event is estimated.

Event description:
According to complaint, customers reported about the sample results of oxygen results frequent error code 0581 on the abl90 flex analyzer (393-090r1010n031), engineers replace the hemolyser, annual maintenance sets, test card base, still failed to solve the problem, the user asked for a replacement analyzer for the customer. Currently, the analyzer has been replaced for the customer. By checking the patient results log, found in (B)(6) 2024 around the frequent occurrence of 581 fault, the user uses safepico sampling needles, the operation specification. This user has been using the safepico sampling needle for 3 years and the customer has never reported this fault before.

Manufacturer narrative:
The radiometer investigation has concluded that analyzer is found to be working as intended, no fault is found. Therefore, this incident does not meet the criteria for a reportable MDR.